Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be due to sensors drifting out of alignment because of normal use, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. D3, g1, g2 email address: (B)(6).

Event description:
It was reported the device possibly needs full software evaluation and recalibration. The reported said this was during infusion and no patient injury.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event unknown.